Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). After investigation was completed 26jan2026 the event is considered not reportable to united states under FDA 21 cfr part 803 as the event did not and might not cause or contribute to death and serious injury. Summary of investigational findings: a patient of undisclosed gender and age underwent an unspecified procedure in which the gunther tulip navalign jugular vena cava filter set, g52916, was used. It was reported that "the filter failed to deploy. The filter did not open". No further information could be provided. The complaint reported by the user was confirmed. Complaint is confirmed based on the customer and/or sales representative testimony. A part of the device were returned for evaluation. The device evaluation determined the following: the jugular introducer in introducer sheath was returned for evaluation. Damages on the introducer sheath such as tool marks, minor and major kinks and several indentations the tip of the introducer sheath was observed. When the introducer sheath was withdrawn there was no filter on the introducer and the filter was not returned for evaluation. The red safety button was not pressed/activated. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. There is no evidence to suggest that the customer did not follow the IFU and label. A definitive cause could not be determined from the investigation. Possible cause for the reported ¿filter did not open¿ could not be established since the filter was not returned for evaluation. The red safety button was not activated, preventing the filter from being released which could be a possible cause for the reported ¿failed to deploy¿. However, the filter was not returned and the device evaluation found that the button has not been manipulated why it is undetermined how the filter is not returned attached to the introducer. The severely damaged device indicates use of excessive force/manipulation during the procedure which could be a contributing factor to why the filter was no longer attached to the introducer upon return. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient of undisclosed gender and age underwent an unspecified procedure in which the gunther tulip navalign jugular vena cava filter set, g52916, was used. The filter failed to deploy. The filter did not open.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.